Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified vessel. A 3.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, the balloon material was torn in the process. No patient complications were reported.